Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted damage on the threads of the female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed and a leak was observed at the damaged area of the female connector. The reported condition was verified. The cause of the leak was due to the damage on the threads of the female connector, however the cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name:(B)(6). Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked from the connector. This occurred after "replacing the set". The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.